Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient reported that he inserted a new sensor. After warm-up, the cgm reading ranged from low mg/dl to 40 mg/dl, to 60 mg/dl, and then back to low mg/dl. The patient was not experiencing any symptoms. No bg meter comparison was done at this time. The patient self-treated with ¿sugar tabs¿ and soda. Despite treatment, the patient continued to receive low cgm readings, therefore, the patient called 911. Once ems arrived, the patient bg meter reading was 428 mg/dl. The patient was transported to the emergency room. At the emergency room, the patient bg meter reading was 309 mg/dl. The patient was treated with an unspecified IV and had his bg meter readings were monitored closely. The patient was discharged home later the same day. The patient was in stable condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.